Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: distal tip was torn with radial tear and almost circumferential, score lines were present on sheath tip, but the sheath did not open along vertical score line, and the liner expanded as normal. Dimensional and functional testing was not performed due to the condition of the returned device (without delivery system). There was no other photo or imaging of the device provided for review. All inspections are conducted on 100% of units during the manufacturing process. Per procedure, the sheath is visually and dimensionally inspected for defects. During manufacturing of the sheath shaft component, and the esheath tip are inspected. During the final sheath inspection per procedure, the entire sheath is inspected for damage. In addition, during product verification (pv) testing, the tested units are chosen on a sampling basis. Samples undergo testing for insertion force, expander and expansion testing for both shaft body and shaft tip. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. The device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to these events. A lot history was performed and revealed not other complaints related to the reported event. A review of complaint history from december 2018 to november 2019 for the edwards esheaths revealed other similar returned complaints for the reported complaint. For all complaints with the exception of one, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests the patient and/or procedural factors contributed to the events. For one other complaint, an investigation has been initiated to capture and reassess risks on this failure mode. A review of complaint history revealed that the occurrence rate did not exceed the november 2019 control limit for all the trend categories. The esheath and commander ds IFU¿s device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The procedural training manual provides guidance on delivery system insertion through sheath. Orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. In expectation of high friction, use short movement and if working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. A review of IFU and training materials revealed no deficiencies. The complaints were confirmed based on observation from returned device. Additionally, a potential edwards defect may have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ¿problems were encountered while pushing the delivery system with crimped valve through the esheath and the resistance was felt at the end of the sheath¿. Evaluation of the device revealed that score lines were present on the sheath distal tip. Despite this, the sheath tip did not open properly and tore. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the failure mode. Without proper expansion of the sheath distal tip, it is likely that resistance would have been experienced. However, a definitive root cause is unable to be determined at this time. A manufacturing non-conformance/defect was not confirmed. Although potential design/manufacturing factors may have contributed to the failure mode, a CAPA will not be initiated at this time. The adverse events (if occurred) could not be associated or dissociated with the failure mode, except for one complaint where the event was reported to be associated with the failure mode. However, multiple factors may have contributed to the reported event, such as patient/procedural factors, (i.e. Retrieval difficulty of the ultra delivery system through the esheath was noted). All adverse events were treated without major intervention. The issue will continue to be monitored and reassessed for further action if complaints exceed limits. The complaint was confirmed. In this case, patient/procedural factors (retrieval difficulty of the delivery system through the sheath) may have contributed to the event. A conclusive root cause is unable to be determined at this time. However, potential factors related to device design/manufacturing may have contributed to the failure mode. A product risk investigation was previously created to capture assessment of the risks associated with the failure mode, the status of the root cause investigation, and deferment of CAPA decision pending further investigation. The pra has been initiated to include results from further investigation and subsequent CAPA decision.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), resistance was encountered while pushing the delivery system with crimped valve through the esheath and the resistance was felt at the end of the sheath. After removal of the esheath, a ¿crack¿ was seen at the tip. No patient injury reported. The patient has good access vessels. There were no issues during insertion of the esheath.